Event description:
Medtronic received information that possible under delivery anomaly occurred. The customer went to the hospital with blood glucose of 600 mg/dl. The customer treated with insulin pen.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.